Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. Rinseback was only partially completed, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback of the patient's blood in a timely manner as instructed in the user's guide. Product was not returned for evaluation as requested. The reported leak cannot be confirmed. The user's guide includes adequate warnings for the operator to periodically check the system for leaks, as the cycler may not sense slow leaks and, to terminate the treatment if a leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.